Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2009 and (B)(6) 2012 and mesh was implanted into the patient. Bard - pelvicol acellular collagen matrix is referenced, but no clarifying information is provided. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.